Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the nurse caring for the patient that the foley catheter was leaking from the one way valve on the catheter. The foley was in place for 2 days prior to discovering the leak. Subsequently, the nurse changed out the foley. No medical intervention was reported.

Event description:
It was reported by the nurse caring for the patient that the foley catheter was leaking from the one way valve on the catheter. The foley was in place for 2 days prior to discovering the leak. Subsequently, the nurse changed out the foley. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus were found to be adequate based on past reviews.